Manufacturer narrative:
Completed by manufacturer. Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service.

Event description:
At one day follow up, patient's right eye was noted as clear. Patient returned 3 days later with complaint of discomfort on the right eye. Patient had trace diffuse lamellar keratitis dlk. Pred forte eye drops were increased. No loss of best corrected visual acuity. Dlk resolved on (B)(6) 2013.